Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Customer was unable to resume insulin therapy with pump, so technical support arranged warranty replacement pump, confirmed shipping address, instructed customer to place pump into storage mode and return it with prepaid label, and customer planned to use multiple daily injections as backup insulin therapy.